Event description:
A (B)(6) female pt contacted zoll customer support to report that the battery charger was making a clicking noise. The pt was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (clicking noise) has been confirmed. As received, the charger/modem was emitting a clicking noise the would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The pt was issued a replacement battery charger.